Event description:
Sgc implanted in the or for CABG. Pt repositioned by attending surgeon 2005 at 07.20 with difficulty advancing to pa. Cxr taken (coiled inside per md). At 09.35 sgc removed to discontinue but unable to pull catheter fully but required removal including cordis at the same time. Just below 10 cm line of the catheter - its knotted.